Manufacturer narrative:
H10: manufacturer narrative: this complaint is for misidentification of staphylococcus aureus as staphylococcus epidermidis when using phoenix panel pmic/ID-107 (catalog number 448607) batch number 3108995. The customer did not return panels but provided an isolate, binary files and phoenix generated lab reports for the investigation. The isolate was verified as s. Aureus with bruker maldi biotyper. The lab reports show a patient sample identified as s. Aureus. To investigate, two retention panels from complaint batch 3108995 was tested using customer returned isolate s. Aureus m-13 on a phoenix m50 machine and evaluated for identification results. Additionally, three retention panels from the complaint batch were tested using qc isolate s. Aureus a29213 on a phoenix m50 and evaluated for identification results. All five panels identified as s. Aureus; therefore, this complaint is not confirmed for misidentification. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed one additional complaint on complaint batch 3108995, related to this defect and also not confirmed. Complaint trending was performed, and no trends were identified associated with this defect.

Event description:
Report 9 of 13. It was reported that while using bd phoenix¿ pmic/ID-107 misidentification of staph aureus occurred. Results were not reported. The following information was not provided by the initial reporter: customer is reporting misidentification of staph aureus. The discrepancies were all patient samples. I believe most of the incorrect ID's were caught before reporting them out, but it is very easy for them to slip by when you're dealing with large numbers of results.

Event description:
Report 9 of 13 . It was reported that while using bd phoenix¿ pmic/ID-107 misidentification of staph aureus occurred. Results were not reported. The following information was not provided by the initial reporter: customer is reporting misidentification of staph aureus. The discrepancies were all patient samples. I believe most of the incorrect ID's were caught before reporting them out but it is very easy for them to slip by when you're dealing with large numbers of results.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.